Event description:
It was reported that after insertion of the iab, the balloon appeared assymetrical under cineangiography, as a result of this, the iab was removed and replaced. There were no pt complications.